Manufacturer narrative:
Medical device expiration date: n/a. A DHR review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: a conclusion is not yet available as the investigation is still in progress. (B)(4).

Event description:
It was reported that the needle from a 32 g x 4 mm bd ultra fine¿ insulin pen needle broke off in the patients hip during use. The patient's dr. Instructed her to go the ER to have medical intervention.

Manufacturer narrative:
Investigation: a complaint history check was performed and this is the first related complaint for break-off on lot # 6307947. This is the 2nd related complaint for needle bent at non patient end on lot # 6307947. Investigation summary: customer returned (one) 4mm, 32g bd pen needles without the tear drop label. Customer reports that needle broke off in hip. The returned pen needle was examined and it exhibited a broken needle on the patient end of the cannula and the needle was also found bent at the non-patient end of the cannula. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to observe the return needle to be broken on the non-patient end of the cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time the possible root cause for this issue: the root cause for the broken needle could not be determined. No evidence of manufacturing related issues were observed on the returned sample.